Event description:
Report from customer stating one of our rental products (mattress (B)(4) and pump (B)(4)) has been burnt in a room fire. Pt has tried to smoke with oxygen glasses. According to our customer this action is at the origin of the fire. According to the customer, our product is not involved in this fire.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjohuntleigh polska sp. Zo.o, 3007420694. (B)(4). This report is being filed under exemption ((B)(4)) by arjohuntleigh, inc. (1419652) on behalf of the MFR (arjohuntleigh (B)(4)) (3007420694). The pt has received burns to his throat and torso. He was hospitalized in another hospital. Our ssu (sales and service unit) have removed the unit from the facility and provided them with a replacement unit. The affected unit was evaluated at our local depot and can confirm that the system showed a single sign of burn damage to one mattress cell (cigarette size). There was no damage to the pump unit. Our customer has confirmed that our product was not directly involved with this incident. We cannot confirm the actual root cause of the room fire, we are awaiting further info from the facility into the cause of the fire. This info will be submitted once we have received this info.